Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported they received a error message when attempting to scan the adc freestyle libre sensor. The customer experienced symptoms of hyperglycemia, weakness, dizziness, and inability to stand and lost consciousness. She received unspecified medical treatment for hyperglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported they received a error message when attempting to scan the adc freestyle libre sensor. The customer experienced symptoms of hyperglycemia, weakness, dizziness, and inability to stand and lost consciousness. She received unspecified medical treatment for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned for this complaint, and a valid serial/lot number was not provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for all freestyle libre sensor within expiration at the time of complaint was reviewed. The DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed, representative of product available in the field, and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted and showed three trips for the libre sensor and the reported complaint. The investigation did not find any non-conformances with the product. The design continues to prove robust, the manufacturing process remains in control, and the product functions as intended. If the product is returned, the case will be re-opened, and a physical investigation will be performed.